Manufacturer narrative:
Patient age estimated from age at study baseline and event date. Patient weight at time of study baseline. Updated per report that initial serial number provided was incorrect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information was updated. It was reported that the impedance of the system was within range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins depleted early. The patient had the sensation of freezing and motor difficulties. The patient's ins was turned off on (B)(6) 2018, and the device was explanted and replaced on (B)(6) 2018. The event resulted in prolonged in-patient hospitalization. The etiology was stated to be related to the device or therapy. The event was resolved without sequela on (B)(6) 2018. No further complications were reported or anticipated. 2018-09-26 (B)(4) clinical update (hcp, sdy, for) additional information was received from a health care provider (hcp). It was reported that the patient's most previous programmed settings were: left side, 2.7v, 90 us, 130 hz, right side, 2.4v, 90 us, 130 hz. These settings were programmed in (B)(6) 2018. The impedance of the system is okay.